Event description:
A report was received that the layer had a pocket revision, due to her ipg having sunk into the fat layer. The ipg was moved closer to the surface. Nothing was implanted or explanted and the patient was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.